Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 6) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Additionally, it was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 400 units of insulin. Multiple cartridge changes were performed and multiple minimum fill notifications occurred. Customer's blood glucose level was 131 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.